Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the cadiere forceps instrument had a damaged black shaft. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: customer reported that the black shaft of the instrument exhibited scratch marks, with no indication of bending, thermal damage, cracking, or material detachment from the distal portion of the instrument.